Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sound of vibration is louder and ratty. The customer¿s blood glucose value was 13.8 mmol/l. Insulin pump is neither beeping nor vibrating currently. . Customer reported the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. The insulin pump will be returned for analysis.